Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, a syncopal resulting in a fall with consequent injury to forehead. It was reported that the right ventricular (rv) (his bundle) lead exhibited an increased /high threshold, decreased impedance and pacing failure. The lead was reprogrammed and was later explanted and replaced. No further patient complications have been reported as a result of this event.